Event description:
An ophthalmic surgeon reported a patient who presented with positive endophthalmitis one week following cataract surgery. The patient was hospitalized and treated with antibiotic injections in the right eye. Additional information has been requested. This is the third report of four medical device reports for this facility.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by fax and by mail. (B)(4).